Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibial articular surface provisional catalog # 42527000505 lot # 62611084. The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 01576.

Event description:
It was reported that the device was fractured while disassembling during decontamination.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked ,gouged ) and the dovetail feature is compressed. The returned device was cracked but had not fractured into multiple pieces. DHR was reviewed and no discrepancies were found. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device.

Event description:
It was reported that the device was cracked while disassembling during decontamination.